Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag was leaking. When inserting the needle in the injection port the needle sliced open the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional leak test was performed and noted a leak around the seal of the medication port due to a fine hole. The reported condition was verified and the cause was determined to be related to the material used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.